Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at 28.2 cm to 28.5 cm from the connector pin and exposed the proximal coil. Abrasions are consistent with exposure to constant friction with another implantable device. The lead was crushed at 29.1 cm from the connector pin. The damage is consistent with physiological factors (i.e.: rib-clavicle crush).